Event description:
During a coronary stenting procedure, the 2.5x23mm cypher stent did not cross the lesion of a heavily calcified and tortuous rca. It was repeatedly inderted in a rough manner into the vessel in an attempt to cross, but it was withdrawn. The stent then fell oof the balloon. (Outside of the body). Per reporter, the physician does not blame the cypher for the event; he felt very strongly that the dislodgement occurred because the cypher was handled roughly. There was no pt injury.